Event description:
The catheter was initially working fine as intended. Upon removal from the guide catheter after completion of the case, the staff noted that the distal shaft has started to spiral apart. No other issues were noted by the user, the device was not separated into two pieces, and there were no protruding sections. The procedure had been completed prior to the observation of the "spiraling". No pt injury was reported, and o intervention was required.

Manufacturer narrative:
(B)(6). The manufacturing documentation for the device used in this case was reviewed and all quality and manufacturing release criteria were met. To date, no other complaints have been reported for this same failure mode within this lot. The device has not yet been returned to the manufacturer however a full evaluation will be conducted with the device is received and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure model via our standard complaint review process and data trending activities.